Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that this ICD was explanted and replaced for reported normal battery depletion two years later.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with other manufacturer's right atrial (ra) lead exhibited out-of-range (oor) low pacing lead impedance (pli) measurement below 200 ohms during a routine follow up check. No test was performed with a pacing system analyzer (psa). A lead revision procedure was performed in which the ra lead was surgically abandoned and replaced. This ICD remains in service. No additional adverse patient effects were reported.